Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (insulin cartridge), is related to case with patient identifier (B)(6) (infusion transfer set). H3 other text : product is not expected to be returned.

Event description:
It was reported that insulin leaked between the cartridge and the infusion transfer set resulting in elevated blood glucose levels.